Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. This customer returned power supply in a disassembled state and missing multiple parts. After reassembling this power supply using failure investigation (fi) test parts no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 01jul2019. Date of this report: 07aug2019. The manufacturer¿s field service engineer (fse) replaced the power supply to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported the system will not power on. There was no patient involvement.